Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a low of 69 mg/dl. The ilet alerted appropriately. The user self-treated with food, and bg returned to normal. Reported symptoms included weakness and shakiness. No medical intervention was required.